Event description:
Per information provided: on (B)(6) 2017 - patient was diagnosed with right inguinal hernia and umbilical hernia thereby underwent laparoscopic repair of right inguinal hernia with the implant of 3dmax light mesh (device 1) and umbilical hernia repair with the implant of ventralex st mesh (device 2). Per op notes, "the right inguinal hernia was repaired, a 3dmax light mesh (device 1) was placed to the anterior abdominal wall with tacks. The umbilical hernia defect was repaired with a ventralex st hernia patch (device 2), and this was anchored to the anterior abdominal wall with tacks." On (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia thereby underwent repair with the implant of 3dmax light mesh (device 3). Per op notes, "adhesions of omentum to the umbilical mesh was taken down. Hernia repair was then performed with a 3dmax light mesh (device 3) large right side, the mesh was placed to the cooper¿s ligament using sutures."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2017) is considered to be a best estimate. This MDR represents the 3dmax light mesh (device 1). An additional supplemental emdr was submitted to represent the ventralex st mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.